Event description:
As reported, before opening a 5f tempo vertebral (vert) diagnostic catheter, there was black unknown contamination was found inside the packaging. There was no reported patient injury. The device was not used in the patient, and the foreign object was noticed prior to opening. The contamination was not freely moving. An issue was detected during pre-use packaging inspection, and the device had not yet been opened. The device was stored and prepared according to the instructions for use (IFU). The intended procedure was diagnostic, and the procedure was completed using another product. The packaging had no break or tear. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, before opening a 5f tempo vertebral (vert) diagnostic catheter, black unknown contamination was found inside the packaging. There was no reported patient injury. The device was not used in the patient, and the foreign object was noticed prior to opening. The contamination was not freely moving. An issue was detected during pre-use packaging inspection, and the device had not yet been opened. The device was stored and prepared according to the instructions for use. The intended procedure was diagnostic, and the procedure was completed using another product. The packaging had no break or tear. The device will be returned for analysis. One sterile cath tempo 5f ver 135° 100cm device involved in the reported complaint was returned for investigation. Visual inspection showed that two black moveable particles were observed inside the sealed pouch bag. One particle measured approximately 0.020 in in length, and the other particle showed a length greater than 0.050 in in diameter. No abnormal conditions were observed on the device itself. The dark particle was visually observed and analyzed directly using ft-ir spectroscopy by placing the sample in direct contact with the atr crystal of the spectrometer. The infrared spectrum of the sample was chemically consistent with polyurethane, with characteristic features observed including the urethane n-h stretching band, the carbonyl absorption, and the amide I and amide ii bands. No additional functional groups or foreign material were detected in the dark particle. Based on these results, the dark particle was chemically consistent with polyurethane nature polymer. The received unit showed the presence of two particles located inside the sealed pouch bag where the unit was received. Based on the ft-ir analysis, the dark particle was chemically consistent with polyurethane nature polymer. Based on these findings, the condition is considered potentially related to the manufacturing or packaging process. There is no indication of a trend or broader process issue, and 100% inspection remains in place as a control for this type of condition. Based on the available evidence, the event appears controlled, and continued routine trending is considered appropriate and proportionate to the event. An awareness communication was issued to production line personnel to notify them of the presence of a foreign particle identified inside a sterile pouch. The reported ¿packaging/pouch/box ¿ foreign material in sterile package/moveable particle¿ was observed during product evaluation. The exact cause of the event cannot be determined based on the available information and product analysis. Based on the product evaluation findings, the observed particles were located inside the sealed pouch bag and were chemically consistent with polyurethane nature polymer. The condition is considered potentially related to the manufacturing or packaging process; however, there is no indication of a trend or broader process issue, 100% inspection remains in place as a control for this type of condition, and an awareness communication was issued to production line personnel. Based on the available evidence, the event appears controlled, and no further actions will be taken at this time.